Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D10: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue was reported. The transmitter was not working. Data was provided for evaluation and the allegation was confirmed as a low transmitter battery. The probable cause was determined to be low transmitter battery voltage. In addition, a transmitter failure was found within the investigation window. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.